Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the lcx. It was reported that approximately 18 months post the index procedure the patient when into cardiac arrest. Resuscitation was attempted but this was unsuccessful and patient died.

Event description:
The patient's differential diagnoses were cardiopulmonary arrest, cardiac tamponade, dysrhythmia and mi. The site reported a cardiac death. It is not accessed whether the reported events were related to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (mi).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).